Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported, through patient outcome that the patient expired on (B)(6) 2021, due to cardiogenic shock, congestive heart failure (chf) exacerbation, and acute gastrointestinal (gi) hemorrhage. The account later communicated, that the event was not device related as the pump operated as intended. The patient previously had an esophagogastroduodenoscopy (egd) done in (B)(6). And was reported to gain weight in (B)(6), but remained on the same medication dosage. The patient also tested positive for covid-19 on (B)(6) 2012. Lastly, the account communicated that the pump was not explanted. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1: of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6: ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range), for patients using the heartmate 3 lvas. As well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to cardiogenic shock, congestive heart failure (chf) exacerbation, and acute gastrointestinal (gi) hemorrhage. The patient had an egd (esophagogastroduodenoscopy) in (B)(6) 2020. The device operated as expected. Prior to expiration, it was noted that on (B)(6) 2020 there was a reported weight gain and the patient¿s torsemide/potassium dose was increased for three days but patient continued this same dose through (B)(6) 2021 (4 extra days), doses reduced back to previous. On (B)(6) 2021, the patient tested positive for covid. The pump was not explanted. No additional information was reported.